Event description:
It was reported that after completion of a da vinci si sleeve gastrectomy procedure, the patient passed away. According to the initial reporter, the surgeon informed him that the patient passed away after a successful gastric sleeve procedure. In addition, the surgeon stated that the patient's autopsy did not find any surgical issues.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the patient's demise. The cause and date of the patient's death is unknown at this time. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: it was reported that a patient passed away after successful completion of a da vinci si sleeve gastrectomy procedure. However, at this time, the cause of the patient's death is unknown.